Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. It was reported that the customer did not follow the on-screen instructions when loading the cartridge. Customer&#38112;blood glucose level was not impacted. The customer was able to load a new cartridge successfully.